Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding a broken wire was confirmed by failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 8mm mega suturecut needle driver instrument had a broken wire. No fragments fell into the patient. The procedure was completed but the patient outcome is unknown.